Event description:
Sheath was introduced into the right atrium and the physician noted after a few minutes that the sheath had a thrombus on the body of the sheath. They noticed from echo, as they withdrew the sheath and cleaned it off and reintroduced the sheath back into the body and were able to complete the procedure with no complication.